Event description:
The clinician reported that a high level of carbon dioxide was noted during a case while using the aisys carestation. To resolve the high level of carbon dioxide, the technician reportedly replaced the sodasorb canister. Following replacement of the sodasorb canister, the clinician noted a leak. Clinical engineering was reportedly called in to the operating room. Upon arrival, clinical engineering noted a seal on the floor that apparently came off during removal of the canister by the technician. Once the seal was replaced, the leak was resolved and the case continued with no further reported anomaly. Following the case, the pt reported experiencing pain during the procedure. The pt has since been discharged, however, did speak with a psychiatrist prior to discharge. It is unk if any further treatment will be required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.